Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited a transmission error. It was noted that the device was unable to take any tracings. Further information was requested however, was not provided.

Manufacturer narrative:
This report is to retract report 2017865-2020-09555. Submitted on (B)(6) 2020. This report was erroneously submitted. This is not a reportable event as there was no transmission error. All previously submitted information should be correct to not applicable and null fields.